Event description:
Initial reporter indicated to their manufacturing consultant that their handheld computer containing 7.1 programming software is freezing up. It was reported she had done resets and it always still happens. The screen is freezing is on the interrogation successful screen. A flashcard reinsertion resolved the issue. This is a known event with 7.1 programming software. The handheld is not being returned to the manufacturer.